Event description:
It was reported that during a generator change out procedure, high impedance was noted on the atrial lead. The physician elected to disable the lead and keep it in situ. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.